Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the distal conductor. The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage.

Event description:
It was reported that there was left ventricular (lv) lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.